Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Concomitant products: unknown mentor gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast reconstruction with a 500cc mentor memorygel breast implant reported unexplained systemic symptoms, which included, but not limited to pain, numbness in the legs, joints, and neck. As a result, the patient is plans to undergo breast implant removal in (B)(6) 2019. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear.